Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient experienced discomfort at the ipg site. As a result to address the issue patient underwent surgical intervention on (B)(6) 2021 wherein the pocket was revised by placing it deeper. This resolved the issue.